Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: doctor noticed the implant "looked weird" after being placed in the patient. The doctor then took the implant out and noticed it was ruptured. The surgery was completed with a back up.

Event description:
Health care professional reported "during implantation surgery the doctor noticed the implant "looked weird" after being placed in the patient. The doctor then took the implant out and noticed it was ruptured." The device was not implanted. Broken device.